Manufacturer narrative:
Combination product: yes.

Event description:
It was reported that this lead was explanted due to increase in impedance and threshold in 2022.

Manufacturer narrative:
Combination product: yes. Upon receipt, the lead under complaint was found cut 35.5 cm distal to the df4 connector pin (into 2 segments). All fragments were received for analysis. The ring electrode was found covered in fibrotic growth. The calcification can be assumed to be the root cause of the observed increased impedance and threshold. Furthermore, the conductor coil was found bent 58 cm distal to the df4 connector pin and the rv shock coil deformed. These damages probably occurred during the extraction procedure due to mechanical stress. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.